Event description:
Litigation alleges there was weakening and degradation of the polyethylene components.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation alleges there was weakening and degradation of the polyethylene components. (B)(4). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. A review of the device history records and material certification for the provided product and lot combination did not reveal any related manufacturing deviations or anomalies and found the certification to be within the correct parameters. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Previous review of the liner device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 8/24/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, subluxation/instability, and malpositioned cup (wasn't revised). A correct doi was provided. The cup and femoral head are being added to the complaint. There was no mention of any poly wear. The complaint was updated on:9/21/2015.